Event description:
The customer returned the device to olympus for evaluation and routine maintenance. During evaluation of the returned device a foreign material was coming out from the channel. No patient harm reported. This MDR is being submitted to account for the reportable malfunction noted during the evaluation of the returned device.

Manufacturer narrative:
In addition to the reportable malfunction mentioned in the event description the following evaluation findings were noted: screen was partly dark due to a scratch of the charge coupled device (ccd) lens. The adhesive part of the bending section was broken. Water cleaning function is out of standard due to a deformation of the nozzle. Insulation resistance at the tip is out of standard due to missing part of distal end cover (c-cover). There is a crease found on the c-cover, connecting tube protector, and switch #1. The upward angulation is out of standard due to a worn angle wire. Liquid leaks due the broken control knobs (u/d, r/l knobs). The coating at the universal code was peeled off. The video cable protector was cut off. The light guide connector and light guide cover glass was polluted. The investigation is ongoing, and this report will be supplemented when new information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The device was not returned to the manufacturer for evaluation; therefore, the cause could not be specified/presumed from the information provided. It is recommended to the user to request from the manufacturer for repair without clinical use when an abnormality, such as leakage or damage, is found from the device. If the user has any unclear point or uneasy process in reprocessing of the device, a service engineer will visit and conduct check and training. Olympus will continue to monitor field performance for this device.